Event description:
Patient reported providing a letter of recommendation from their dentist. In the letter it is stated for the patient to cease treatment due to teeth being moved too fast causing root resorption and bone loss. At check in the patient marked true to discomfort, sensitivity, broken, loose and chipped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.